Manufacturer narrative:
Upon further investigation, the issue was discovered while performing a routine upgrade. Therefore, this complaint no longer meets reportability requirements.

Event description:
The customer reported that unit alarms backup alarm failed. The customer reported that the unit was not in use on patient. The customer contacted product support and stated that the unit alarms backup alarm failed on screen, noted error code 1104 in log. The customer tried replacing the power management (pm) and motor controller pcba, but problem persists. Product support advised customer that cpu pcb will need to be replaced to correct. Also, the customer will need to reprogram serial number and hours and call back for option codes. Customer was provided with part ID and price. No other concerns for customer. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.